Event description:
The manufacturer received information alleging a red screen/alarm, ventilator inoperative condition occurred. Per the customer this is the 6th similar failure on same patient. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. Hold for storage. A follow-up report will be submitted when the manufacturer's investigation is complete.